Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they tried to contact their healthcare provider (hcp) to alert them of the issue but they were unable to get a hold of someone at the office. The patient stated that they were moving to a different state soon and that they would provide their new hcp information once they found a new one. The patient did not know their weight at the time of the event and stated that "no one knows" the cause of the device shutting off after 15 days. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient stated that since implant they are charging too frequently. They are only getting 15 days off of their battery when they used to get 30 days with their old battery. The patient stated that it still shows that they have battery life but then it turns off so the patient has to charge it all the way up. Then 15 days later (the patient then clarified and stated on the 13th day) it shuts off when the battery has less than a quarter. The patient noted that they told their manufacturer representative (rep) of the issues on 2017-mar-09. The patient would follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-07. The patient mentioned that their ins implant battery only lasts about 11 days and it takes 5 hours to charge stating it is a pain in the butt. The patient mentioned that their previous ins implant batteries lasted 30 days. The patient confirmed that their charge frequency and duration has not changed since implant of this device. The patient mentioned calling previously but didn¿t get answers so patient services reviewed recharging expectations with the patient and the patient commented that they will "have to live with it". No further complications were reported/are anticipated.